Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2024-00425. It was reported that the patient's leads were fractured. As a result, the patient was experiencing ineffective stimulation. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.